Event description:
The customer observed positively biased results with glucose and bun qaulity control samples. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.